Manufacturer narrative:
(B)(4). This report of a check your position alarm was not confirmed due to a lack of sample. Per the report the cause of the check your position alarm is the air in the patient line. It is not clear from the cause of the air in line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) alarm situation check your position alarm, this situation occurred during fill 1 of 5. The hp stated that there were gaps of air throughout the patient line. The technical services representative (tsr) advised the hp to end therapy and start over with new supplies. The tsr walked the hp through ending therapy early procedure. There was patient involvement. No patient injury or medical intervention was reported. Follow up was done with the hp via phone call. The hp stated the supplies were discarded and the lot number was not known. The hp was not sure why there were air gaps in the patient line. The hp stated he started over with new supplies and resumed therapy without any problems. The writer asked the hp if he had any problems due to the air in the line and he stated no. No patient injury or medical intervention was reported. As a result of this incident.